Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported upon removal three tampons fell apart leaving pieces inside. She manually removed the remaining tampon pieces. She experienced discomfort and vaginal discharge after her menstruation ended. Her symptoms resolved.